Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer report number: 2017865-2023-24607 it was reported during implant procedure that the left ventricular lead exhibited a failure to advance within the catheter. The lead was exchanged, but the second lead exhibited phrenic nerve stimulation once positioned. The lead was removed and replaced. The patient was stable.